Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported observing the battery icon on the display screen of their freestyle flash blood glucose monitoring system. Additionally, the customer also noted an error 4 upon the insertion of a test strip. There was no report of death, serious injury or mistreatment associated with this event.